Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that a lead integrity alert alarmed because of noise on the right ventricular (rv) lead. It was noted that there was short v-v (ventricle-ventricle) and vt-ns (ventricular tachycardia ¿ non-sustained). A possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.